Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys software and calibrations were evaluated and reloaded. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys failed to boot. No pt or user injury was reported.